Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (b)(6 2011. Three days later, while in the cardiology intensive care unit, blood appeared in the helium tubing. It was reported that "the bladder became porous." There was no reported patient death or injury. Additional information received from the qa assistant on (b)(6 2011,indicated that the iab was prepped per the instructions for use. Another iab was not used as the patient was self-sufficient, so no more counterpulsation therapy was needed. The patient is fine.